Manufacturer narrative:
Terumo corp has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during set up, the temperature probe port on top of the reservoir of the oxygenator was broken. No pt involvement as this occurred during set up. Product was not used. Surgery was completed successfully.